Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm) and no hardware issues were noted. All verification testing met published specifications. A definitive root cause has not been determined for this event to date. A malfunction will be assumed for the purpose of this report.

Event description:
A patient sample was tested for troponin (accu tni) and a result of 2.58ng/ml was obtained. Upon repeat testing accu tni results were in the range of 0.04-1.62ng/ml. The specimen was tested on a different instrument and obtained result was 0.04ng/ml. A 2nd sample collected from the patient gave an accu tni result of 0.04ng/ml. The results were reported out of the lab. Customer reports the patient received heparin due to the erroneous accutni result.